Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "cautery hook conducted energy through wires." The monopolar yaw pulley exhibited localized thermal damage at the weld. Additional information found that was not reported by site: the ear of the distal clevis was cut in-house for inspection. The instrument was found to have a conductor wire broken at the weld and dislodged from the monopolar yaw pulley. The conductor cap exhibited localized thermal damage, likely caused by the broken conductor at the weld. Based on the information provided at this time, this case is being reported because the permanent cautery hook instrument reportedly arced with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a permanent cautery hook instrument "conducted energy through wires." The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery hook instrument and the cannula were inspected prior to use. Pin gages were not used to inspect the cannula. The surgeon was clearing tissue from an area around the time the arcing was observed; the event was not recorded. The reporter was unaware of what the surgeon believes may have caused the arcing event. The instrument was estimated to have been in use for 20-25 minutes before arcing was observed and that they were using either using valley lab or covideon electrosurgical units during the procedure. The cut and coag esu settings were both 30, but the reporter was unable to recall what type of energy was used during the event. The reporter stated that they could have been using nearly any instrument at the same time; cannot recall specifics. The reporter could not recall if the instrument was removed any time prior to arcing. The instrument did not appear to be damaged prior to the event and did not collide with another instrument during the procedure. It is unknown if there was a monopolar cord connected to the bipolar instrument. The reporter noted that there was a new lab assistant present who may have not connected the cords correctly and could have potentially removed the instrument without straightening the wrist if it was removed during the procedure. There was no patient injury as a result of the alleged arcing event, and the patient did not return due to post-surgical complications. It was noted that the procedure was converted to open surgery after the arcing event due to surgeon preference only and not due to the da vinci system.